Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). The results of the investigation are as follows: review of the most recent repair record determined that the motor speed was below specifications and the unit was out of calibration at the 0, 10, 20, and 30 readings. The unit was recalibrated and the motor, handpiece switch, bearings, seal and reciprocating arm were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the electric dermatome handpiece send for calibration. The event did not occur during surgery. There was no patient involvement. During investigation it was cited that there was inconsistent speed. No further event information available at the time of this report.